Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced and two additional leads were implanted for an unknown reason.